Manufacturer narrative:
New, updated and corrected information is referenced within the update statements. Please refer to update statement dated 01feb2016. No further follow up is planned. Evaluation summary a male patient reported that there was a "malfunction" with his humapen ergo ii device. There was no associated adverse event reported against this device. Investigation of the returned device (batch (B)(4), manufactured oct 2014) found that no clicks were heard when dialing in or out and when attempting to dose. After dialing a dose and depressing the injection button, the screw did not extend from the device. During the complaint investigation, a plastic component of the device, the anti-backdrive (abd) clicker, was found to be damaged. No other damage was found on any other components within the device. The abd clicker prevents back-slipping of the injection screw during an injection, thus ensuring dose accuracy. The reportable malfunction "damaged abd clicker" may result in an underdose of insulin. Malfunction confirmed. This is the first complaint of a broken abd clicker for humapen ergo ii and is an isolated incident. The probable root cause of the damaged abd clicker is associated with handling of the clicker during the manufacturing process. The user would typically be aware of the injection screw not moving upon priming of the device. The user manual instructs that if the user is unable to see a stream of insulin out of the needle, he should not use the device and contact a healthcare professional for assistance or to obtain a replacement pen. There is no evidence of improper use.

Event description:
(B)(4) this device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a male patient of unknown age or origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2015, the humapen ergo ii royal/royal blue pen body was reported to have an unspecified malfunction. This humapen ergo ii royal/royal blue pen body was associated with (B)(4), lot 1410d01. The device was returned on 22sep2015 and upon investigation was found to have "missing clicks". The operator of the device was the patient. Training status, and length of use were unknown. The device was returned on 22sep2015. The humapen ergo ii royal/royal blue pen body was not continued. Update 01feb2016: additional information received on 31jan2016 from the global product complaint database added the device specific safety summary and manufactured dated of the device; updated the medwatch and european and canadian required device reporting elements; and updated the narrative.